Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use for pre inflation, it was reported that the saber balloon catheter ruptured. There was no patient injury. The saber balloon was replaced with another unknown size balloon catheter. Then the catheter cross and was inflated. The lesion was the superficial femoral artery with severe calcification and stenosis. There were no anomalies during prep and the product was seemed to be normal.

Manufacturer narrative:
During use for pre-inflation, it was reported that the 5x100mm 155cm saber rx balloon catheter (bc) ruptured at ten (10) atmospheres (atm). The saber balloon was replaced with another unknown sized balloon catheter. There was no patient injury. There were no kinks or other damages noted prior to inserting the product into the patient. There were no anomalies during prep and the product seemed to be normal. The lesion was the superficial femoral artery with severe calcification and stenosis with complete total occlusion (cto). Tortuosity was also severe. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. An omnipaque contrast media was used. The product was removed intact (in one piece) from the patient. The saber pta balloon was replaced with another unknown balloon catheter. Then the catheter crossed the target lesion, was inflated and the procedure was completed. No other information was provided. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17565912 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (cto with severe calcification and severe tortuosity) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.